Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-01201, for the other associated device information. It was reported to boston scientific corporation in 2009, that two resolution clip devices were used and reportedly malfunctioned during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed five days prior. According to the complainant, two resolution chips were successfully deployed. Two resolution clip devices were utilized, however, the devices failed to function properly. The clips, while advancing past the bend of the ercp side-viewing scope, were subjected to increase pressure. This procedure caused the clips to bend and start to break off, which lead to improper deployment. It was noted no tissue damage occurred during this process. The physician indicated the two resolution clips that were deployed successfully were sufficient to complete the procedure. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt of device and completion of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.